Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 99% stenotic proximal to mid left anterior descending artery. The physician advanced the 3.0x12mm quantum maverick balloon to the lesion and inflated it to 14 atms for about sixty seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc device. Pt status is reported as "good."